Event description:
It was reported the device failed co2 calibration. There was no patient involvement.

Manufacturer narrative:
The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. Upon conclusion of the evaluation, it was determined that this was a malfunction of the eco2 module, which was replaced and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.